Event description:
Customer's husband reported the insulin pump alarmed button error. Before the alarm buttons were unresponsive. Customer's blood glucose was 140 mg/dl. Customer's husband stated that the device had small cracks and moisture could have gone in, which could have caused the alarm. He was advised that the customer needs to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners, cracked reservoir tube, minor scratches on lcd window, broken reservoir tube lip, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.